Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the display functionality was lost after five minutes. To restore functionality, the computer of the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the igs of the navigation system became unresponsive while testing the navigation system. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that there was a motherboard malfunction which caused the event. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.